Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 165-190 mg/dl.